Event description:
It was reported the device was not sealing. Device was replaced and procedure was reported to have been completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Investigation of the returned complaint device confirmed this complaint device is no longer in scope of the sealing issues reporting cycle as all 6 spacer pads were intact without being worn down past the acceptable criteria and there were no sealing errors displayed while grasping a test medium, thus no longer reportable. The device was returned to stryker sustainability solutions for evaluation. The returned complaint device was received without the original stryker sustainability packaging box and without the packaging tray. Upon visual inspection, there was evidence of bioburden present on the tip of the device. To inspect the spacer pads, the device jaw was soaked for 1 hour in tri-power enzymatic cleaner to clear some of the dried bioburden and open the jaws. Further inspection showed evidence of all 6 spacer pads were intact without being worn down past the acceptable criteria. The device plug, which was stryker branded, was inspected for damage, corrosion and deformation on both sides and none were found. The device handle was tested for functionality and showed evidence for being functional through the auditory signal along with the jaws closing fully and properly. The handle activation button showed evidence of functionality as there was a tactile click indicating functionality, and the handle activation button disengaged when released. The trigger when tested fully engaged, and closes and opens as specified. While the jaws were fully closed, they were inspected and shown to be properly aligned. The device was recognized by the force triad generator and the default number of power bars were displayed (2). The plug was manually manipulated while plugged into the force triad generator. The instrument was energized while grasping the test medium until the force triad generator signaled that sealing/coagulation was complete and then automatically stopped energy delivery. The device was able to complete 30 cycles without emitting any error alerts or failing to work, and was able to seal/coagulate/cut as intended. No blade or jaw issues along with no out of the ordinary sticking to the test medium were observed during functional testing. Burst pressure testing was performed on porcine vessels (carotid arteries) to verify vessel sealing capability. A 4.5 mm outer diameter vessel was sealed using calipers. The wall thickness of the carotid artery was measured using a wall thickness gauge and measured to be 0.035 inches. Using the ashcroft accuracy pressure gauge, seal burst occurred at pressures of 8.679 psi and 10.487 psi. The results of the visual and functional investigations determined that the reported event was not confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: ancillary equipment failure. Use error: thumb trigger button (activation button) not engaged throughout the entire seal cycle. Environmental disturbance: noise. Failure mode: device not properly cleaned. Environmental disturbance: tissue build-up, eschar. Use error: device not cleaned while in use per IFU guidance. Environmental disturbance: contamination of device in pre-op inspection. Tissue sticking is inherent to the design of the device and can be minimized through cleaning of the jaws with wet gauze. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If the generator provides multiple power settings, use the lowest power needed to achieve the intended effect. Do not overfill the jaws of the instrument with tissue, as this may reduce device performance. Use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. Energy-based devices, such as es pencils or ultrasonic scalpels that are associated with thermal spread, should not be used to transect seals. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the the device was not sealing. The device was replaced and the procedure was reported to have been completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.